Event description:
Customer reported (translation): when making serum drops for a patient, 3 small pieces of plastic were discovered in the sterile filtered serum solution. About 30 syringes had been drawn up before we noticed that there was plastic in the serum solution. They were thin and had a color reminiscent of red/orange. When we draw up serum solution in syringes we use a needle sol-m blunt fill needle with ref: (B)(4). The color of the plastic pieces seemed to match the needle's storage sleeve/stick cover. So most likely the plastic has gotten into the serum solution via the needle. There was a risk that the patient could have gotten serum drops with plastic pieces in the eyes.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 11/18/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.